Event description:
(B)(6) 2012-sales rep. Stated that: the issue was with the spacer. The issue was not with the 5.5x25 fixed angled screws. Sales rep. Stated the surgery time was extended by approximately 30 minutes as a result of the issue. Sales rep. Stated that no fragments from the device were remaining in the patient. Sales rep. Said that the doctor implanted another interbody spacer after the initial interbody spacer cracked in two places. She said the cracked spacer was not still in the patient. Sales rep. Stated that the cage was cracked in two spots. The doctor took the cracked implant out and implanted another interbody spacer. Surgery date: (B)(6) 2012. It was reported that while putting in 5.5x25 fixed angled sovereign screws, the cage cracked around the screw hole on 2 different screw holes, so cracked in two places.

Event description:
It was reported that while implanting the fixed angled screws of a cage that the cage cracked around the screw hole on 2 different screw holes. It cracked in two places. Update: the issue was with the interbody spacer and not with the fixed angled screws. As a result, the surgery time was extended by approximately 30 minutes. Another interbody spacer was implanted after the initial cracked interbody spacer was removed. No fragments from the device remained in the patient

Manufacturer narrative:
A review of all documents included in the DHR for 203923859 did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2012, which did not identify any applicable complaint trends for this fault mode. No further action is required at this time. (B)(6). (B)(4). Patient codes: no impact to patient. Device codes: cage cracked/split.

Manufacturer narrative:
Product analysis: visual and optical inspection identified cracking at the centerline of the right side screw boss hole, at the thinnest cross section. The crack appears to have initiated at the intersection of the outer wall and the screw boss hole where the sharp corner could act as a stress riser. Optical examination identified plastic deformation on the interior of the screw boss hole, consistent with over insertion or misalignment of the bone screws, which could result in overload. The above observations are consistent with overload.